Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The high voltage cable was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 6600 had exposed wires on the high voltage cable due to torn insulation. This presented a shock hazard to the operator and pt. There was no adverse pt involvement reported. There was no pt info reported.